Event description:
It was reported to tyco kendall in 2001 that a nurse had sustained a needlestick. The home health nurse (usually carries it in car and into patients' homes) closed the container when it was full, locked it, carried it by the handle, and a needle puncturing the bottom edge of the container poked the nurse in the leg. It was possibly a 27g needle size.